Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose reading of 400 mg/dl. The customer treated with manual injections. The customer mentioned that the pump was no delivering insulin. Troubleshooting was performed. The customer was assisted with 5.0 unit fixed prime and insulin exited and the pump alarmed no delivery. The insulin pump was not returned for analysis.